Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the pressure transducer malfunctioned causing an over pressure alarm which stopped the arterial pump. As a result, the user had to hand crank for 2 minutes. After the user hand cranked, a calibration error message was observed. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.